Event description:
It was reported the device delivered inappropriate shocks. Patient complained of chest pain and discomfort. Lead fracture was suspected. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.